Manufacturer narrative:
A review of the image result files for the unexpected negative reactivity showed that cell ii, which is an e-positive cell, resulted as negative but visually appeared equivocal. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
A customer reported obtaining unexpected negative reactivity on the antibody screening assay on galileo echo m01186 for a sample having an anti-e.